Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes that one (1) tube contained foreign matter. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes that one (1) tube contained foreign matter. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 02-jan-2025. Investigation summary: bd received one (1) sample and three (3) photographs for investigation. The photos were reviewed and the indicated failure mode for foreign matter - fibers was observed. The returned sample was investigated via fourier transform infa-red (ftir), and black foreign matter could be identified in the tube. It was concluded that the foreign matter was consistent with wool fibers. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter - fibers was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter - fibers. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.